Event description:
It was reported that the pt experienced intermittent bouts of pain, nausea, vomiting, and headaches. Oral pain medications were additionally prescribed to assist with pain management. In 2007, a pump myelogram was done and showed that the rotor was not moving. The test was repeated with the same results. A catheter study showed the catheter to be intact, so only the pump was explanted and replaced about 6 weeks later.

Manufacturer narrative:
.